Manufacturer narrative:
The customer¿s report that the set leaked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed the set was received with blood at the male luer end. It was also observed that the piston base of the maxplus was not fully seated inside the maxplus component. Functional testing replicated a leak from the maxplus port. The root cause of the misassembly is due to a machine error during the manufacturing process.

Event description:
It was reported that the set leaked lactated ringers at the connection site during patient use. The patient's IV remained in place, and the extension set was replaced. There was no patient harm reported as a result of this event..

Event description:
It was reported that the set leaked lactated ringers at the connection site during patient use. The patient's IV remained in place, and the extension set was replaced. There was no patient harm reported as a result of this event..

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Materials management.

Event description:
It was reported that the set leaked lactated ringers at the connection site during patient use. The patient's IV remained in place, and the extension set was replaced. There was no patient harm.